Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no image was confirmed due to faulty patient board set. In addition, a worn out video connector latch causing poor connection to the pigtails was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center in unable to display image with the 180 series scope. The same maj-1430 cable and 180 series scope was attempted with another 190 tower and the scope displayed image as normal. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been over 6 years since the subject device was manufactured, it is likely that the patient board (ap board, dr board, and cr board) was worn out and malfunctioned. The subject device was manufactured before the circuit design of the operational amplifier of the dr board was changed. It is likely the phenomenon occurred due to the malfunction of the operational amplifier. The investigation also identified that a design change of the dr board was implemented on april 16, 2018. The subject device of this report was manufactured prior to that change (see h4). Olympus will continue to monitor field performance of this device.